Event description:
The report indicated that the customer's bgs remained elevated over a two day period, including a high reading (289mg/dl). An occlusion alarm was initiated by the pod, though no kink or blood was seen in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.